Event description:
It was reported that patient's left ventricular (lv) lead had low pacing impedance. No intervention was performed. Patient's condition was unknown, but the patient would continue to be monitored.